Event description:
Follow up with the physician found that clinic notes dated (B)(6) 2013 indicate the patient was continuing to have seizures. The patient's device was showing high lead impedance at that time. No other issues were noted in the patient's clinic notes or that the device was programmed off or referred for x-rays. The patient is noted as now set to the settings 2.0 ma, 30 hz, 500 microseconds, 30 seconds on, 1.1 minute off, magnet settings: 2.25 ma, 60 seconds on, 500 microseconds since the replacement.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Initial reports information updated.

Event description:
It was reported that the patient was seen by the surgeon and that a lead break is suspected. Further follow-up revealed that the neurologist obtained a high impedance reading upon performing device diagnostics and referred the patient to surgeon for follow-up. The surgeon's office reported that the patient would be sent for x-rays; however, the x-rays have not been sent to manufacturer for review. The patient was scheduled for revision surgery which occurred on (B)(6) 2013. Both generator and lead were explanted. The generator and lead were received by device manufacturer on (B)(6) 2013. Analysis is underway, but has not been completed to date.

Event description:
Product analysis of the lead was completed. A large portion of the lead body was not returned including the electrodes. On the portion returned, no obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Additionally, an abraded opening was found on the outer silicone tubing. No performance or any other type of adverse conditions was found with the generator.

Event description:
The physician reported that x-rays were taken. X-ray report noted that the generator and lead were present and no acute abnormality was noted. Operative notes showed that a disruption of the insulation around the leads was found. The notes indicate that the generator was removed from the pocket and device diagnostics still resulted in high impedance. It was noted that the lead appeared to be inserted properly into the generator. The lead was disconnected from the generator and tested again which was within normal limits. The lead was dissected and cut as high up. The notes indicate that an area of the lead insulation was found to have broken down. The notes indicate that this is most likely the cause of the high impedance.

Manufacturer narrative:
Only a portion of lead was returned where no anomalies were identified. Device failure is suspected in a portion of the lead not returned, which did not cause or contribute to death or serious injury.